Event description:
It was reported by the physician that they did a case and at the end when removing the femoral arterial line a few small plastic like pieces came out of the cannula. The cannula was intact, so they are not sure what these were or where did they came from. Sales rep went to account the following day to investigate and found they the hospital had sent the "specimen/plastic pieces" to pathology. The sales rep inspected the cannula and found no irregularities. They believe it was probably related to to an angioseal. Investigation from pathology report on the pieces has not yet been received.

Manufacturer narrative:
A photo of the particulate was taken by the physician and is in the complaint file. As of (B)(4) 2011 the pathology results performed by the customer, still have not yet been received despite several attempts to get the information.